Event description:
It was reported that the irc5po2v concentrator will not alarm. Unit has 1677067 hours.

Manufacturer narrative:
The device was evaluated by the returns department which found that the issue was not able to be duplicated.

Event description:
It was reported that the irc5po2v concentrator will not alarm. Unit has 1677067 hours.

Manufacturer narrative:
Follow up will be filed if additional information is received.